Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was implanted too closed to the arm and surgically repositioned. Patient also inquired about ultrasound and magnetic resonance imaging (MRI). This device remains in service. No additional adverse patient effects were reported.